Manufacturer narrative:
Age at time of event : 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via a brachium artery. The 99% stenosed target lesion was located in the non calcified and moderately tortuous right common iliac artery. The physician inserted a 90cm non bsc sheath. While advancing the 8.0mmx30mm express ld vascular stent system, the device got stuck within the hub of the sheath and the stent was damaged. The device was removed and the procedure was completed with an 8.0mm x 17mm express ld vascular. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.